Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lap abdominal incisional hernia procedure on an unknown date and mesh was implanted. In (B)(6) 2015, it was found that recurrence of hernia occurred before the patient was discharged from the hospital. Reoperation was performed soon after the recurrence was first noted. In the reoperation, the mesh which had been used in the initial operation was not found inside the patient and the size of hernia was quite large. A competitive mesh was used in the reoperation and there was no problem. The condition of the patient at the time is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no information. What were current symptoms following the index surgical procedure? Onset date? No information. Date of initial surgical procedure? (B)(6) 2015. Date that the surgeon first noted hernia recurrence? Soon after the operation before the patient was in hospital. What is meant by mesh was not found? For example, was the mesh not incorporated in the tissue? When the reoperation was done, the surgeon cannot find the mesh. Other relevant patient history/concomitant medications no information. What is physicians opinion as to the etiology of or contributing factors to this event? No information. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary. Mesh size and overlap? No information. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal) no information. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) no information. How was the event diagnosed? No information. What is the patients current status? Fine. Date and results of reoperation. No date information and results were fine. Are any photos available? No information.